Event description:
It was reported that in 2007, the patient presented with pain in her neck, through her shoulders, into her arms causing numbness and tingling in her arms and hands. The patient underwent x-rays and an MRI. The patient had two deteriorated discs in her neck that were touching the bone and the doctor recommended her to undergo a surgery. In (B)(6) 2008, the patient underwent an unspecified surgery. Following the surgery, patient¿s pain returned and she presented for x-rays. In (B)(6) 2009, the patient underwent re-do procedure, in which rhbmp-2/acs was implanted. Following the surgery, patient began to experience more severe problems with her back. In (B)(6) 2010, the patient underwent back surgery in which rhbmp-2/acs was implanted. Following the surgery, patient¿s pain continued to increase and she presented for an MRI. Also, the patient developed severe migraines and had injections to alleviate the pain. The patient underwent a neck surgery, in which rhbmp-2/acs was implanted. Following the surgery, patient¿s neck and back pain continued to worse. The patient continued to receive injections for the pain. In 2011, the patient developed severe gastrointestinal issues. Her neck and back pain continued to increase and she presented for x-rays and an MRI.

Manufacturer narrative:
(B)(4). Date and month of surgery is unknown but surgery happened in 2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.